Manufacturer narrative:
Unit received with broken off battery tube threads, cracked case(battery tube) and cracked case corner of belt clip rail corner. Unable to perform displacement test due to battery cap not able to lock in place on its own.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump¿s battery cap won't stay in, because it was dropped. The customer reported that the battery compartment had crack from inside. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.